Event description:
It was reported that the medication was not able to be delivered with an unspecified bd pen needle. This occurred on 3 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: consumer reported pen needle was not working. It was not doing anything when she was attaching the needle, she did not get insulin this morning. Consumer stated she called the nurse and fixed the issue.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the medication was not able to be delivered with an unspecified bd pen needle. This occurred on 3 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: consumer reported pen needle was not working. It was not doing anything when she was attaching the needle, she did not get insulin this morning. Consumer stated she called the nurse and fixed the issue.